Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a burn mark. The patient stated the irritation appeared red, raw, and blistered. The patient reported the area was itchy. There was no alleged device malfunction contributing to the irritation. The patient cleaned the area with hydrogen peroxide. The patient was prescribed triamcinolone acetonide and a cream by the doctor. The patient could not recall the name of the cream. The doctor also suggested the device be removed because of the irritation. Follow up indicated the irritation improved.